Manufacturer narrative:
Investigation conclusion: update to d15 - cause not established. The manufacturing records were reviewed. The device lot met all pre-release specifications. Product return evaluation: the engineering evaluation report details observations made directly on the returned device. The primary reported complaint of partial viabahn® device deployment with a stuck deployment line was confirmed. The viabahn® device was returned for evaluation with the outer zipper partially deployed and the endoprosthesis still constrained on the delivery catheter. Deployment of the returned viabahn® device endoprosthesis was not able to continue when pulling the deployment line from the hub or at the endoprosthesis. The cause of the stuck deployment line could not be established with the available information.

Event description:
On (B)(6) 2024, the patient underwent treatment for a thoracic aneurysm using an aortic device and a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) in the superior mesenteric artery (sma) via snorkeling technique. It was reported the physician advanced the delivery catheter through some mild calcification to the target treatment site using a 7f cook introducer sheath over a sv-5 guidewire. The deployment line was pulled and became stuck. The physician was able to pull out 4 inches of the deployment line before it became stuck. Reportedly, there was no distal expansion of the endoprosthesis. The physician re-advanced the sheath over the endoprosthesis, and withdrew the delivery catheter through the sheath without any issues. The procedure was completed using another 8 mm x 15 cm viabahn® device. It was reported there was no impact to the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.